Manufacturer narrative:
(B)(4). The rt106 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is (B)(4). Method: the complaint rt106 adult breathing circuit was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and photographs provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photographs revealed that the water trap of the rt106 adult breathing circuit was cracked forming a hole at the connection of the water trap bowl and water trap lid. Conclusion: we are unable to determine the cause of the damage to the water trap. However, it is likely caused by impact damage during transport or storage. The water trap of the breathing circuit consists of two parts where the lower part can be removed during use for draining water. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt106 adult inspiratory heated breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A distributor reported on behalf of a healthcare facility in china that the watertrap of a rt106 adult breathing circuit was found cracked prior to patient use. There was no patient involvement.